Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and opening curved. Leak test and microscopic analysis was performed which identified; crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an smooth crease opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.